Event description:
During a ptca/stenting treatment procedure, the quantum laverick monorail 15/4.0 mm balloon ruptured at 16 atms on the third inflation. The number of atms reached on the first two inflations are unk. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the proximal left anterior descending coronary artery. The physician used 7 fr terumo introducer sheath for vascular access, an acs balance guidewire and a 7f mach 1 fl4 guide catheter to cross the lesion. The quantum maverick monorail balloon was bieng used to predilate the lesion for placement of a cordis cypher 3.5/18 mm stent. The quantum maverick monorail balloon was removed and the cypher stent was placed to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.